Event description:
Information received by medtronic indicated that the inpen stuck and not able to press it. It was unable to pair and connect to application due to the issue. No harm requiring medical intervention was reported. It was unknown if inpen will returned for analysis.